Event description:
I had the essure procedure done in (B)(6) of 2006. Shortly after, I was hospitalized with debilitating migraines and was sent home with a prescription. I have had constant nausea, back, pelvic pains, severe menstrual cycles, unable to have intercourse without excruciating pain, dizziness and weight loss.